Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5062511) in united states on 24-jun-2016 who had essure (fallopian tube occlusion insert) inserted on an unspecified date. The consumer stated she had non-stop pelvic pain right near her ovaries, horrible periods with heavy bleeding and horrible painful cramping. She believed she had developed nickel allergy. She had frequent headaches and back pain. After the procedure, she had horrible burning pain in her legs, hips and pelvic area - she was told it was probably fibromyalgia. She stated the pain never went away, and she had been told to get a hysterectomy. Disability/permanent damage was mentioned as event outcome, but it was not specified. Event date (unspecified) was reported as (B)(6) 2009. Additional information received on 30-jun-2016: quality safety evaluation of ptc: ptc global number: (B)(4). In this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no medra llt can be provided. Follow-up information was received on 15-jul-2016 from the consumer and case was upgraded to incident. The consumer stated she was actually having essure removed in about 2 weeks because she was having so much trouble from them. She just had a lot of problems with them, and was going to get them removed. She did find out about nickel allergy which they have not warned her about before she had them. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had pelvic pain right near her ovaries/burning pain in pelvic area after essure (fallopian tube occlusion insert) insertion. According to her, essure removal was scheduled in the weeks following her last report. This event is listed according to essure's reference safety information. After essure insertion, pelvic pain may occur. In this case, limited information was provided. Nevertheless, considering event's nature and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. In addition non-serious events were reported. This case was upgraded to incident upon receipt of follow-up information, since essure removal will be required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.